Event description:
Description of event according to initial reporter: during the release of the filter, the doctor's operation was wrong, resulting in the premature release of the secondary filter and the deviation from the vascular lumen, and the secondary release of the filter was not done. Subsequently, the doctor placed the recycling sheath through the jugular vein, removed the filter and released it again through the jugular vein, finally, the filter was placed in the inferior vena cava successfully. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k211875. Summary of investigational findings: during filter placement from femoral approach ¿the operation was wrong¿ the secondary filter legs had expanded and the ¿deviation from the vascular lumen¿ resulted in filter retrieval from jugular approach. Another filter was successfully placed. The device was not returned for analysis, but a single fluoroscopic video demonstrates inadvertent advancement of a femoral deployed celect platinum inferior vena cava filter that is still attached to the femoral deployment mechanism. The filter was advanced into the right atrium, and then appears the operator attempted to retract the entire system back into the ivc. When doing this the secondary arms engaged with the caudal cavoatrial junction resulting in their splayed appearance. There is no description in the complaint report of how or why the filter was advanced to this level, but this is clearly outside of the instructions for use recommendations. Fortunately, a secondary access was gained from the jugular approach and the filter was captured and retrieved in its entirety without reported harm to the patient. According to the instructions for use supplied with any cook filter diagnostic imaging must be performed to verify the position of the introducer sheath tip approx. 1cm caudal to the lowest renal vein. There are adequate controls in place to ensure that the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.